Event description:
It was reported by the rep that the (2) sw110 were used during a laparoscopic nissen fundoplication procedure. It was reported that the surgeon was creating the wrap around the esophagus using the suture assistant. Surgeon had successfully completed two ties using the sw110 reloads. The third reload was fired without consequence. When the instrument was positioned for removal from the pt. It was retrieved and discarded. Another reload was loaded on the sw110 and used to suture the fundoplication. As the unit was again positioned for removal, the tissue pad detached from the reload. It was also retrieved from the pt without consequence. The case was compelted with a third reload.